Manufacturer narrative:
(B)(4). The customer reported that during cardioversion, the nurse saw two sparks. A spark was seen with each of the two shocks delivered. The customer was using non-philips pads. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during cardioversion, the nurse saw 2 sparks. A spark was seen with each of the two shocks delivered. The customer was using non-philips pads.